Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade, the anvil clamping mechanism was deformed and the articulation flag was bent. . The anvil clamping mechanism was deformed and the articulation flag was bent in the second reload as well. Each reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Replication of the partial firing condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Replication of this deformed anvil clamping mechanism condition may occur if fired over tissue that is beyond the recommended thickness range or with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, the surgeon attempted to fire idrive with purple60; however, the device stopped firing after advancing slightly. Since the device did not fire when the surgeon pushed the firing button again, the device was removed once from the tissue and the surgeon attempted to fire the device again; however, the issue was duplicated. Replacing with another reload, the surgeon attempted to fire the device to 1 cm of mouth side from lesser curvature; however, the device did not fire at all and stuck on tissue leaving the jaws closed. Other devices were opened and the dissection was successfully made. Operating time not extended. No tissue damage. Nothing fell into the cavity. Under 200 cc bleeding.